Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station was stuck on a blue screen. A technical support specialist (tss) rebooted the station, which resolved the issue. The system functioned as intended after the tss completed troubleshooting. The customer verified the functionality and permitted closure of the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was structed on blue screen. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.